Event description:
The physician believed that the system would automatically generate the gantry's isocenter on the patient's images used for biopsy. As a result, the biopsy needle was not positioned correctly during a procedure; the patient's lung was punctured and a pneumothorax occurred. Following the incident, the pt was monitored in an outpatient care unit for observation. The system is not specified to automatically generate isocenter and no product malfunction occurred.